Event description:
It was reported that when the cannula is plugged in, the air could not go in or out, and the alarm went off to say that it was not working.

Manufacturer narrative:
It was reported that when the cannula is plugged up, the air could not go in or out, the alarm went off to say that it was not working. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.